Event description:
A biomedical representative reported that the site hit a lower section of the elevator with the fusion navigation system and the wheel of the cart broke off. This alleged malfunction was reported outside the operating room and no patient was present.

Manufacturer narrative:
Upon arrival of the system cart it was noted that right out of the crate the monitor has an approximately 3" horizontal scratch in the top right quadrant. The manufacturer received the system on (B)(6) 2012 and set it up. Pre check of system results found to be fully functional. Transferred components to new cart, performed all applicable testing and checks as per manufacturer sop. The system was then transported back to the facility.

Manufacturer narrative:
No patient was present at time of alleged malfunction. A loaner system was shipped to the site on (B)(6) 2012. The suspect system was sent back to the manufacturer for repair. System repaired by internal components being transferred to new cart assembly. System repaired and returned to user.